Event description:
The pt is reportedly experiencing a sound quality issue as well as intermittencies with the device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Surgery to explant the pt's device and re-implant with another device will be scheduled.